Event description:
The customer contact reported the device powered off by itself and leakage from the disposable batteries was noted in the battery compartment. The device was returned to the biomedical department from the labor and delivery unit for an unspecified reason. It was reported the device being used for pain management during childbirth. No specific event info was provided including patient info or pump programming. There were no reports of any adverse patient events and no reported delays of critical therapies while the device/pump was in clinical use. During testing at the user facility, the device powered off by itself and leakage from the disposable batteries was noted in the battery compartment. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.